Event description:
It was reported that via remote transmission, non-sustained rv oversensing was observed. The oversensing was reproducible with pocket manipulation. Further evaluation was recommended. Defibrillation therapy was programmed off and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was reprogrammed to exclude sensing/pacing in the ventricle.